Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
(B)(6). Customer from (B)(6) reported to the distributor on (B)(6) 2016 the following complaint: customer called in as rec'd his new ty strips and got a reading of 10.6. He now has a verio meter and did a test and got 7.5. Advised him that it's within 2-3 points diff guidelines. He says the glucose is within range on the ty strips and advised him to get glucose for verio and if within range than he has to make a decision on which one he wants to use. He is due to have his hbc1c in a couple of weeks. Test strip expiration date: 02/17/2018.